Event description:
Caller awoke and received a freestyle reading of 225 mg/dl. A dose of 95 units of lantus was administered. A second freestyle reading of 225 was received an hour and 1/2 later. Customer administered 12 units of humalog. Customer's family member who is a paramedic performed a comparison with their equipment and received a reading of 48 mg/dl. Customer was treated at the hosp. Exact treatment details were not provided.